Manufacturer narrative:
An investigation is currently in process. A follow-up report will be sent once the investigation is completed. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer originally called adc customer service on (B)(6) 2011 and reported she had received an error-3 message on the meter's display, upon test strip insertion. At the time of the original call, customer denied experiencing symptoms or receiving third-party medical intervention. Customer called again on (B)(6) 2016 and reported that on an unspecified date/time, back in 2011, because she had not received her replacement meter she did not have a meter to test with and subsequently experienced a medical event. It was further reported that at the time of the event she felt "weak, dizzy and can't hardly walk", so she self-presented to a local healthcare facility to check her blood sugar. Upon arrival, a reading of "hi" (customer assumed the reading was greater than 500 mg/dl) was received on a hospital meter, customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Customer was also started on novalog 70/30 insulin 10 units, twice/day and amlodipine 5 mg. She was discharged later that same day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product was returned however it has been identified the meter serial number should be (B)(4). Updated to to reflect the correction. The reported product is no longer available for investigation. A device history report (DHR) was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.